Manufacturer narrative:
One infusion pump was returned was returned for evaluation. Visual inspection of the device found it to have counterfeit low profile purple supercap on main board, case top cracked on corners and tubing guides, and cracked right plunger case. It was also noted that case bottom is missing retainer screw insert. Device underwent functional testing, resulting in grinding noise followed by 'motor not running' alarm. This confirms the reported customer complaint. The problem source was determined to be normal wear of the motor assembly.

Event description:
Information was received that a smiths medical medfusion syringe pump had motor drive failure. No adverse effects reported.